Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device found a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after connecting the lead to the implantable cardioverter defibrillator (ICD) there was high pacing impedance. The lead was checked with the analyzer and all pacing impedances were within range. The physician suspected a grommet/setscrew issue. Another device was implanted. No patient complications have been reported as a result of this event.